Event description:
It was reported that after the patient fell and broke her arm, an x-ray revealed two fractures in the right ventricular lead. There were also pauses noted on ECG. The lead was capped. No patient complications have been reported as a result of this event.